Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor needle came out before insertion and that the insulin pump received low sensor glucose and threshold suspend notifications. The blood glucose reading was 229 mg/dl compared with the sensor glucose reading of 242 mg/dl. The customer stated that she kept restarting the sensor due to the low glucose prediction and threshold suspend alarms. Advised customer not to do this. Nothing further reported.